Event description:
The tech alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail is hanging off of the bed and has a broken center arm. The tech replaced the side rail center arm assembly to resolve the issue.